Event description:
Revision surgery - the pt fell and fractured her leg. The surgeon found an infection, removed all implants and the screw listed on the revision surgery was used to remove the liner. No implants remain, a spacer was placed in to begin healing the infection and to get the pt ready for new implants.